Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and multiple pump error alarm. The customer low blood glucose value was 40 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with foods for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer did not allege insulin pump was over delivering. Customer also stated that they able to clear the alarm, able to complete pump rewind and they performed self test was passed. The device will not be returned for analysis.